Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue with 069 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service alarm issue was duplicated in the evaluation. Review of black box history found the language file corruption related alarm a day before the complaint date. The pump powered up with auditory and vibratory features and emitted a hard call service 069 alarm that could not be cleared by pump reboot. The remaining testing could not be completed. Investigation determined that the language file corruption related call service alarm was the result of a defective discrete component on the printed circuit board. Unrelated to the call service alarm issue, battery compartment cracks were found. One at the case seal below the grip pad and one running form the threads towards the case seal next to the grip pad. The keypad cover was peeling from the base. Button functions could not be tested due to the call service alarm issue. Removal of keypad cover did not find any contamination under the button contacts.